Event description:
The customer reported approximately 10 ml of fluid, which appeared to be a waste product, leaked from the beckman coulter coulter lh 750 slidemaker. The customer stated the leak was noted inside the slidemaker and on the table. The customer was wearing personal protective equipment (ppe) consisting of a lab coat, eye protection, and gloves. The customer did not come in contact with the fluid and did not seek medical attention. No exposure (sprayed or splashed) to mucous membranes or open wounds were reported. No death, injury or changes to patient treatment or results are associated with this event. The customer did not review the msds. The facility does have a risk management / exposure control plan is in place. On the day of the event, a field service engineer (fse) found diluent mixed with blood in the bottom tray, however, it was contained by turning the slidemaker off. The fse observed the leak coming from a hole in the tubing at vl19 and resolved the issue by replacing the black tubing. As a precaution, tubing on vl16 to vl21 was also replaced. Several slides were run with no further issues. Service activity performed is verified to meet the specified requirements per established procedures as documented in the service report and customer record. Vl19 is a probe backwash. The dispense probe of the slidemaker contains patient blood and diluent during operation and cleaning agent at shutdown.

Manufacturer narrative:
The cause of the leak was a hole in tubing. (B)(4).